Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment and cap were cracked, and the pump was experiencing an intermittent-power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 10/29/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/14/2014 with the following findings:there were no black box or history findings pertinent to the type of issue that was reported. Visual inspection revealed that the battery compartment was cracked from the grip pad to the case seal; this device failure is unrelated to the reported power issue. The pump powered on with the returned battery cap, which was free of damage and able to secure to the pump per the instructions for use (IFU). The pump was exercised for 24 hours, during which no power-related events were observed: the reported power issue was not duplicated. The pump case was removed, and no internal defect or damage was found.